Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed the tip lid fixing screw adhesive to be peeling most likely due to handling of the device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use (IFU): ¿important information: please read before use: warnings and cautions: warning: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, bending section cover adhesive part leaking air, insufficient angle, angle knob play, adhesive part floating, air/water cylinder paint peeling, image guide serpentine scratched, noisy image, and device tip lid fixing screw adhesive peeling. The faulty part was replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility submitted a repair request to olympus, the evis lucera ultrasound gastrovideoscope forceps exhibited noisy image. Upon inspection and testing of the customer returned device, the device tip lid fixing screw adhesive was found peeling. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.